Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the power cord of the neptune rover with smoke evac and power pole had exposed bare copper wires during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The field service technician was able to confirm the reported event. The root cause of the power cord having exposed wire was determined to be due to the power cord/plug exposed wires. This can occur due to the cord being exposed to rough surfaces, sharp edges or corners. The device was repaired at the customer site.

Event description:
It was reported that the power cord of the neptune rover with smoke evac and power pole had exposed bare copper wires during testing or set up prior to a procedure. There was no patient involvement and no adverse consequences associated with the device.